Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the active tip broken. The shaft and handle did not show any signs of damage. The tip fragment was returned for evaluation. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed by the manufacturer; as a result, device was received in a bag only, the active tip was used, there was some residue around the surface, scratches on the ceramic. A large portion of the active tip was missing. Procedural residue visible in suction tube, the section of the active tip was returned. The device passed all electrical and functional testings. The customer reported that ¿the tip of the tripolar was broken inside the patient's body while in use¿. Visual inspection confirmed that the distal tip has fractured across the suction holes. Damage similar to this was investigated under cap. The customer complaint is substantiated. The observations are consistent with failure previously seen and investigated through cap, which concluded several potential causes for the tripolar electrode tip fracturing and falling into the patient as detailed below: *wrong material specification. *erosion of tip. *abuse/misuse. * design covered by loading/stress/tolerances. *manufacturing error. Either fracture during manufacture or a missed operation. From investigation, we have been unable to determine an exact cause of this failure, but potential root causes have been listed above as included in the CAPA. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, a product issue was identified during the investigation of the sample received and attributed to undetermined cause. The product issue has been addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a rotator cuff repair procedure, the vapr tripolar 90 suction elect device tip of the tripolar was broken inside the patient's body while in use. Using fluoroscopy, the broken part was removed and there was within 30 mins of surgical delay and no harm to the patient. There were no adverse patient consequences reported. No additional information was provided.